Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a retracted conductor wire insulation. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is captured in the fmea, instruments (gen4/gen5) (818101-40) via risk ID ins-12404.

Event description:
It was reported that in central processing, a forced manipulation of the tips was performed causing the energies cables (blacks) to be exposed in the wrist. During the procedure there was no incident reported in the patient by the surgeon or the or staff. The procedure was completed with no reported injury.